Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited that the connector nipple broke off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; however, olympus field service engineer was performing preventative maintenance (pm) and when the tubing on the channel valves was in the process of being removed, the nipple that fits into the switching valve snapped off. During an 8 yr pm the plastic piece that comes up from the switching valve to the bottom of the yellow connectors is the part that snapped off. The part has been replaced. Olympus will continue to monitor field performance for this device.